Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of pins stuck inside the controller¿s white power cable connector was confirmed. Visual inspection of the returned hm3 system controller, serial (B)(6), revealed two pins stuck on the white power cable connector. The pins were removed before continuing to test the controller. The controller was connected functionally tested and was connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 20apr2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient lost communication with the system monitor on (B)(6) 2021 and was unable to connect to the white power cable on to the backup power module equipment. Upon inspection it appeared that the pins broke off from the white power module power cord into the primary controller which is why they were unable to make power connections. The hospital changed out the primary controller and replaced it with the patient¿s backup controller. Since the controller change, there has been no further related power issues noted . No additional information provided. Related manufacturer report number heartmate ii-pm pt cable-14v: MFR # 2916596-2021-05063.